Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03691. Follow up revealed that a company representative met with the patient for reprogramming. Patient is now getting better coverage. Surgical intervention may still be pending.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03691. Follow up revealed that the patient's scs system was replaced. Issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03691. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be pending.